Event description:
Customer's family member called on behalf of the customer alleging their meter would stop counting down at 18 seconds, then display a low result. The meter should count down to 0 and then display the result. The customer felt alert and fine. The issue remains unresolved.